Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated a software anomaly which caused the bvvi. The cause of the software anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the device was found to be in back up vvi mode right out of the box. The device was not implanted and a new device was implanted.